Event description:
The customer alleged that her blood glucose readings had been higher than usual when testing with her breeze2 meter. She stated that earlier in the day, she tested her glucose and received a reading of 234 mg/dl. After testing her glucose, the customer passed out. It's not known if the customer medicated after receiving the high reading. Paramedics were called and they arrived about an hour later. They tested the customer's glucose at 43 mg/dl using the meter. The customer did not mention treatment, but most likely she was treated with glucose. The customer declined the offer to troubleshoot her breeze2 system. Her meter and test strips are to be returned for evaluation. A new contour kit was sent to the customer.

Manufacturer narrative:
The customer was unable to read the reagent information, so the meter information was provided instead.